Manufacturer narrative:
Further information from the reporter regarding manufacturer of device, event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." Manufacturer of device is unknown. Device has been explanted and discarded after surgery.